Event description:
Reference number(B)(4). Event occurred in spain it was reported that patient experienced five infusion sets tubing detachment during sitting event on (B)(6) 2026. The site of detachment was close to the site. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(6). Patient country: spain since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.